Event description:
A report was received that patient's ipg and extensions were explanted due to infection. Symptoms were pain and drainage at the lead incision site. The physician believes the infection is procedure related. The patient was doing well following the procedure.

Manufacturer narrative:
Additional information was received that the paddle lead was not explanted, and it is still in place in the patient's body. In addition, the result of the culture was positive for staphylococcus aureus. Oral antibiotic, keflex, was given to the patient. The patient is now doing well.

Manufacturer narrative:
Device evaluation indicated that the ipg passed electrical, and photographic imaging tests performed. The source of the complaint regarding the pocket pain was not verified. A review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Current leakage tests and residual gas analysis verified that there is no loss of electric current into the surrounding tissue as a result of faulty insulation. However, the device exhibited burn marks on the case and failed ate test. It was reported that electrocautery was used during the explant procedure. Monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the analog integrated circuit (aic-u1), (B)(4). The associated leads were cut, and proximal end portions were returned. The damage to the devices is a result of a typical explant procedure and it is not considered a failure. Reviews of the device sterile records found no anomalies or deviations that potentially relate to the reported event.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg); model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm; model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that patient's ipg and extensions were explanted due to infection. Symptoms were pain and drainage at the lead incision site. The physician believes the infection is procedure related. The patient was doing well following the procedure.

Event description:
A report was received that patient's ipg and extensions were explanted due to infection. Symptoms were pain and drainage at the lead incision site. The physician believes the infection is procedure related. The patient was doing well following the procedure.